Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual evaluation of the as returned product identified the implant to have fractured. A screw in the drive feature can be seen fractured as well. Implant fractured at the threads. Bone debris on the external threads. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (oss410) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, implant malfunction did occur and the reported event was confirmed. Additionally, an unreported event (screw fracture) was identified as screw fragment was identified in the implant drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was confirmed that a fracture screw.